Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient told the doctors that the ins is "high an low the amplitude by itself and patient didn't do anything" (understood as raising and lowering the amplitude by itself). The patient felt like an overstimulation and after that nothing again. The manufacturer representative (rep) reported that they "prove it twice a time" but all seems ok and they "can fix the problem because they can't find a trouble while the therapy" (understood to mean they checked it twice, but can't find a problem, so they can't resolve it). The rep noted that they "prove it often" via their tablet and the doctor's tablet too. The healthcare provider (hcp) was also involved by this procedure. It was unknown if the issue was resolved at the time of the report. It was unknown if surgical intervention occurred, but it was noted that the device was explanted on (B)(6) 2025. The patient was alive with no injur y at the time of the report. Additional information was received. It was reported that what was meant by "I prove it twice" and "prove it often" was that the rep "prove the impedances" and checked the treatment often. It was reported that the patient had adaptivstim enabled. Regarding the cause, the patient told the rep that it feels like electric shock. The rep checked the impedances and switched off the adaptivstim, but the electrical shock was still there. Regarding the resolution, it was noted that the ins was switched to another ins. The information has been confirmed/provided by the physician.

Manufacturer narrative:
G2: the country of the event is at h.6a: the implant date provided is after the use before/expiration date. Follow-up is being performed to clarify the implant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the ins replacement resolved the issue. The rep was asked to confirm the correct ins implant date but they did not know the date the ins was implanted.

Manufacturer narrative:
H3 device evaluation: the returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found no significant anomalies and determined that the ins was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.